Event description:
It was reported that during parotid case, the surgeon had a negative tone (tweedle) when touching a nerve. Physician expected to hear the positive ¿bump bump bump¿ biphasic wave sound indicating the nerve was being stimulated. Instead, the tweedle indicating that they were not touching nerve responded. Physician was confident he was on nerve. Older physician that was trained without the nim and very strong anatomy knowledge. Felt strongly that the system was incorrect. The procedure was extended for less than 1 hour. There was no patient impact. Event could not be replicated by rep or biomed. Used subsequently with different pi box and worked as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.